Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a vba (l1) for a fracture on (B)(6) 2023. Although the trial and stent balloons on the left side were inflated properly, the stent balloon on the right side could not be inflated after inflation of the trial balloon on the right side. The surgeon tried to inflate the stent balloon several times, but it could not be inflated. To be sure, the trial balloon was inflated again, and then the stent balloon was inflated, but the stent balloon was still not inflated. Considering the failure of the inflation system, the surgeon attempted to inflate the stent balloon with the inflation system used on the left side but was unable to do so. Spare trial and stent balloons were opened due to possible damage to the first stent balloon, but the spare stent balloon could not be inflated although the spare trial balloon was inflated. Out of necessity, the surgeon gave up deploying a stent on the right side and mixing cement was started. During the waiting period for cement preparation, the surgeon determined that no equipment or product failure had occurred because the spare stent balloon could be successfully inflated when attempted outside the patient¿s body. Therefore, the surgeon attempted to use the spare stent balloon again. Since there was no resistance even when the inflation fluid was injected up to 4.0 ml on the inflation system scale, the surgeon decided to continue the injection thereafter. The spare stent balloon began to inflate when more than 5.0 ml of the inflation fluid were injected. Although the maximum volume of the spare stent balloon was exceeded, no leakage of the inflation fluid was observed. As a result, both right and left stents could be deployed, and the surgery was continued. The surgery was completed successfully within 30 minutes delay. Patient status/ outcome is stable. No further information is available. This report is for one (1) vbs w/balloon sm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part # 09.804.600s, synthes lot # 82251823, supplier lot # 82251823, release to warehouse date:25 aug 2022, supplier: (B)(4). No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.